Event description:
Patient had history of pulmonary embolism, had successful implant of a bifurcated device and a proximal cuff in 2007. On the following month, patient was admitted to another hospital with lower leg pains. Patient died of thromboembolism to the lungs. Physician feels that this is not device related, but due to pt's inactivity and history of pe.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Patient's history of pulmonary embolism and operational context contributed to the event.